Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated all day in the 300s (reported at 386 mg/ dl). Elevated bg levels were treated via correction boluses. The customer indicated that boluses with the pump have been reducing, however no issues were found during system check (the pump was performing as intended). Tandem's technical support recommended that the customer change out the site.